Manufacturer narrative:
Philips is in process to obtain more information about the reported event. The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
It was reported to philips that a (B)(6) year old male patient who was being treated for abnormal fistulous communication and dual arteries and veins experienced hair loss after the procedure.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: due to a lack of sufficient information, no log files available, philips is unable to identify why the patient experienced hair loss. No malfunction of our system was identified by the field service engineer. System is performing as intended the customer mentioned that three other patients complained (complaints (B)(4)) about hair loss after a procedure on the same philips system (722013, s/n: (B)(4)) with the same user. Philips has analyzed the planned maintenance documentation from may 2016 until august 2017. No system malfunction was identified. In addition, during corrective maintenance, system checks were passed. The user stated to our philips employee that the issue mainly happens with patients undergoing an embolization procedure.